Event description:
Customer reports back to back testing on the same meter while using the compact plus system with the following comparison results: hi (601 mg/dl) to 239 mg/dl; hi (601 mg/dl) to 200 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.